Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced rash ("rash"), pruritus ("painful itch") and uterine scar ("uterus was covered in scar tissue") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics and surgery (lavh). Essure was removed. At the time of the report, the medical device removal, rash, pruritus, uterine scar and weight increased outcome was unknown. The reporter considered medical device removal, pruritus, rash, uterine scar and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: unlocked for quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced rash ("rash"), pruritus ("painful itch") and scar ("uterus was covered in scar tissue") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics and surgery (lavh). Essure was removed. At the time of the report, the medical device removal, rash, pruritus, scar and weight increased outcome was unknown. The reporter considered medical device removal, pruritus, rash, scar and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.